Event description:
She uses the furniture in her home to help herself walk [difficulty in walking] getting pain in her back being she walks bent over (crooked) [back pain] swelling in her knee as well (right knee) [knee swelling] she was in a bit of pain for the first month (right knee) [aching (r) knee] ([condition aggravated]). Case narrative: initial information received on 06-jan-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves a 78 years old female patient who had used the furniture in her home to help herself walk , getting pain in her back being she walks bent over (crooked), swelling in her knee as well (right knee) and she was in a bit of pain for the first month (right knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included depo medrol. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included diclofenac (voltaren [diclofenac]). On (B)(6) 2022, the patient received synvisc one injection at a dose 6 ml once in her right knee via intra-articular route having the strength 48mg/6ml (with an unknown batch number, expiry date) for torn ligament. Information on batch number was requested. On an unknown date in 2022 after an unknown latency patient said that she was in a bit of pain for the first month (arthralgia), however, after a month, a month and a half that the pain got much worse (condition aggravated). There was swelling in her knee as well (joint swelling) and she used the furniture in her home to help herself walk (gait disturbance) (seriousness criteria: disability). She also mentioned that she purchased a brace and uses voltaren every morning. The patient said that she was putting hot compresses until yesterday and as of yesterday, she switched to cold (ice). She is also getting pain in her back being she walks bent over (crooked) (back pain). Her physician recommended she try the synvisc-one before getting surgery. Action taken: not applicable for all the events . Corrective treatment: uses brace, hot compress until yesterday then switch to cold ice for the event gait disturbance and not reported for other events . Outcome: not recovered / not resolved for all the events . A product technical complaint (ptc) was initiated on 06-jan-2023 for synvisc one (lot/batch number: unknown) with global ptc number: (B)(4). The sample status of the ptc was not received and the ptc stated: complaint: adverse event: based on the complaint from intake team, there was no quality related defect that would pose as a malfunction. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. " defect class has been updated to ii - (dp 09-jan-23) updated investigation - (dp 31-jan-23)the product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance) process. Sanofi will continue to monitor complaints and trending to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 06-feb-2023 with summarized conclusion as no assessment possible. Additional information was received on 06-feb-2023 from the quality department. Ptc details and strength was added.

Manufacturer narrative:
Sanofi company comment dated 12-jan-2023: this case involves a 78 years old female patient who had used the furniture in her home to help herself walk while being treated with hylan g-f 20, sodium hyaluronate [synvisc one].based on the available information, causal relationship between the events and suspect product could not be denied. However, further information regarding patient¿s medical history, past medications, concomitant medications, post injection routine, injection technique and other risk factors would aid in better case assessment.

Event description:
She uses the furniture in her home to help herself walk [difficulty in walking]. Getting pain in her back being she walks bent over (crooked) [back pain]. Swelling in her knee as well (right knee) [knee swelling]. She was in a bit of pain for the first month (right knee) [aching (r) knee] ([condition aggravated]). Case narrative: initial information received on 06-jan-2023 from canada regarding an unsolicited valid serious case received from the patient. This case involves a 78 years old female patient who had used the furniture in her home to help herself walk , getting pain in her back being she walks bent over (crooked), swelling in her knee as well (right knee) and she was in a bit of pain for the first month (right knee) while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical treatment included depo medrol. The patient's past medical history, vaccination(s) and family history were not provided. Concomitant medications included diclofenac (voltaren [diclofenac]). On (B)(6) 2022, the patient received synvisc one injection at a dose 6 ml once in her right knee via intra-articular route (with an unknown batch number, expiry date, strength) for torn ligament. Information on batch number was requested. On an unknown date in 2022 after an unknown latency patient said that she was in a bit of pain for the first month (arthralgia), however, after a month, a month and a half that the pain got much worse (condition aggravated). There was swelling in her knee as well (joint swelling) and she used the furniture in her home to help herself walk (gait disturbance) (seriousness criteria: disability). She also mentioned that she purchased a brace and uses voltaren every morning. The patient said that she was putting hot compresses until yesterday and as of yesterday, she switched to cold (ice). She is also getting pain in her back being she walks bent over (crooked) (back pain). Her physcian recommended she try the synvisc-one before getting surgery. Action taken: not applicable for all the events. Corrective treatment: uses brace, hot compress until yesterday then switch to cold ice for the event gait disturbance and not reported for other events. Outcome: not recovered / not resolved for all the events. A product technical complaint (ptc) was initiated, and the results were pending for the same.